Manufacturer narrative:
The site reported that the light adjustable lens was explanted from the patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 11/30/2021. The explanted lens was returned for evaluation. Visual and optical testing verified the presence of a zone near the center of the lens. The presence of the zone is indicative of lens exposure to ambient uv light.

Event description:
The site reported that the light adjustable lens was explanted from the patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 11/30/2021.

Manufacturer narrative:
The site reported that the light adjustable lens was explanted from the patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was (B)(6) 2021. The device history record for the lens was reviewed. No issues were noted. The lens is currently being evaluated.

Event description:
The site reported that the light adjustable lens was explanted from the patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was (B)(6) 2021.